Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that there were two devices reported with the reported failure, with the same lot number, and were reported in on report by the distributor. The appropriate fields were updated to reflect the information provided. It was further identified that the FDA rn number was incorrect and the correct FDA rn number is (B)(4); however; this number will not be changed on the emdr to maintain the report submitted. There were no changes to investigation summary listed below. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that there were allegedly two cases were the catheters leaked. The catheters were removed. There was no reported patient injury.